Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00138.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During preparation for the procedure, a lantern was accidentally dropped on the ground. The lantern was dropped prior to use and, therefore, was not used in the procedure. The physician then successfully placed a new lantern. During the procedure, the physician successfully placed a coil using the lantern. While attempting to advance another ruby coil into the lantern, the pusher assembly became kinked; therefore, the ruby coil was removed, and the procedure was continued using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.